Event description:
It was reported that when using the bd pyxis¿ medstation¿ es on 30 january 2026 at 09:06, a clinician retrieved a scheduled medication pregabalin 25 mg capsules under the correct patient profile. According to the customer, the clinician scanned the correct patient's ID barcode but subsequently took the medication into another patient's room and administered it to the incorrect patient. At 10:06, the clinician accessed the medstation again and performed a second removal of the same medication for the intended patient. The customer questioned why the device permitted the second withdrawal, noting that it occurred more than 60 minutes after the prior access and outside of the facility's configured removal window. The customer stated that the clinician "shouldn't have been able to pull a duplicate dose". A bd technical support specialist reviewed device log files and observed an entry at 10:02:12.931 -08:00 indicating display of the "future duration warning view model" screen. Based on the logs, the user was shown a warning prior to the second medication removal, indicating that the access fell within the facility-defined "future task" threshold. The device incorporates safety guardrails such as "too close" or "future task" warnings to alert clinicians when an action occurs outside expected timing. These warnings are advisory and do not prevent medication removal when clinicians determine access is clinically necessary. The system behaved as intended, and no device malfunction was identified. As a result of receiving pregabalin in error, the unintended patient experienced an episode of hypoglycemia. The patient was treated with dextrose and placed on increased monitoring, including capillary blood glucose (cbg) checks and vital signs assessment. This event was determined to result from use error that occurred outside the device, specifically involving medication administration to the wrong patient. The device functioned as designed and did not contribute to the incorrect administration.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Based on the information available, the manufacturer determined that the reported event resulted from use error occurring outside the device, specifically involving administration of medication to the incorrect patient after the medication had been properly retrieved from the bd pyxis¿ medstation¿ es. Device log review confirmed that the bd pyxis¿ medstation¿ es functioned as designed. Prior to the second removal, the system displayed a facility-configured clinical warning ("future duration warning view model"), which is intended to alert clinicians when medication access occurs outside expected time intervals. These warnings are advisory notifications and are not designed to prevent medication removal when a clinician determines that access is clinically appropriate. No device malfunction, performance issue, or failure of safety guardrails was identified. The adverse event an episode of hypoglycemia requiring medical intervention occurred after administration of the wrong medication to the wrong patient, an action that occurred independently of the device. The device did not cause or contribute to the incorrect administration, and there is no evidence of a product problem. Although the event was determined to be the result of use error with no device malfunction, the patient experienced a serious injury that required medical treatment. Therefore, the manufacturer is submitting this MDR conservatively, in accordance with regulatory reporting requirements, to document the serious injury associated with the medication administration error.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es on (B)(6) 2026 at 09:06, a clinician retrieved a scheduled medication pregabalin 25 mg capsules under the correct patient profile. According to the customer, the clinician scanned the correct patient's ID barcode but subsequently took the medication into another patient's room and administered it to the incorrect patient. At 10:06, the clinician accessed the medstation again and performed a second removal of the same medication for the intended patient. The customer questioned why the device permitted the second withdrawal, noting that it occurred more than 60 minutes after the prior access and outside of the facility's configured removal window. The customer stated that the clinician "shouldn't have been able to pull a duplicate dose". As a result of receiving pregabalin in error, the unintended patient experienced an episode of hypoglycemia. The patient was treated with dextrose and placed on increased monitoring, including capillary blood glucose (cbg) checks and vital signs assessment.

Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had duplicate medication dispensing transactions. A bd technical support specialist reviewed device log files and observed an entry at 10:02:12.931 -08:00 indicating display of the "futuredurationwarningviewmodel" screen. Based on the logs, the user was shown a warning prior to the second medication removal, indicating that the access fell within the facility-defined ¿future task¿ threshold. The bd pyxis¿ medstation¿ es incorporates safety guardrails-such as ¿too close¿ or ¿future task¿ warnings-to alert clinicians when an action occurs outside expected timing. These warnings are advisory and do not prevent medication removal when clinicians determine access is clinically necessary. The system behaved as intended, and no device malfunction was identified. This event was determined to result from use error that occurred outside the device, specifically involving medication administration to the wrong patient. The device functioned as designed and did not contribute to the incorrect administration.